Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the right siderail would not lock in the up position, the jack was drifting, and the brakes were not properly engaging. No pt involvement or adverse consequences were reported.